Event description:
It was reported to medtronic minimed that the customer experienced flashing white display, exposed to moisture. The customer reported blood glucose value of 251 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-1715k, mmt-943a, mmt-332a. Customer reported a flashing or solid white screen. Troubleshooting was performed. Customer confirmed that screen is not displaying a flashing medtronic logo. Customer reported that pump was exposed to moisture. Fluid is present in battery compartment. No further patient complications were reported. Mmt-1715k was requested and customer response was the device will be returned. No product return is required for mmt-943a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pump display was solid white at the time of the call. Customer had a high blood glucose. Customer was not treated by the paramedics or the hospital. No treatment was mentioned for the high. Customer troubleshooted the display issue but declined troubleshooting for the moisture exposure and the high blood glucose event. It was unknown if pump was used within 48 hours of the high. Customer will discontinue pump and return it for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.